Event description:
It was reported that the indirect decompression spacer was implanted and during the final lateral fluoroscopy it appeared that the spindle cap was broken. The spacer remains implanted and there were no patient complications.